Event description:
A (B)(6) pt admitted for left lower extremity thrombectomy. Physician used a #3 fogarty catheter and had difficulty retracting the catheter. The tip had been sheared off upon removal. Date of use: (B)(6)2010 - (B)(6)2010 - unk. Diagnosis or reason for use: left lower extremity arterial occlusion.